Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, this was reported to have occurred between (B)(6) 2014. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon receipt of the device, it was found to be lot number 13e002. The device completed infusion in 38.5 hours. The lot 13e002 was manufactured from may 1, 2013 to may 2, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was then performed, and the flow rate was found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in less than 48 hours. The device had been filled with an unspecified drug in 120ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 10 of 19.